Manufacturer narrative:
A ge rep evaluated the system and replaced all high voltage components and the high voltage cable. System is operating as intended.

Event description:
Customer reported the system is displaying a high voltage error. No pt injury was reported.